Event description:
On (B)(6) 2012, the patient reported that her basal rate changed from 2.6 units of insulin per hour to 1.0 unit of insulin per hour. Her basal rate should be 2.6 units of insulin for all 24 hours of the day. Trouble shooting with the patient revealed that the basal rate is set to 1.0 unit of insulin for the 12:00 am hour, but the remaining hours it is set for 2.6 units of insulin. The patient changed the 12:00 am hour basal rate to 2.6 units of insulin and saved the changes. It was found that the time is not sect correctly on the patient's infusion device. The patient corrected the time. She is certain that she did not change the basal rate herself. She wears the infusion device in her pocket. She was sent a complimentary carrying case to protect the device. After correcting the basal rate it was confirmed that it did not change again. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party ot address the issue. Infusion device was replaced and was requested to be returned for product evaluation.